Event description:
It is reported that the pt was revised due to the disengagement of the hinge post extension.

Manufacturer narrative:
This report will be amended when our investigation is complete.